Event description:
It was reported the patient presented in clinic for follow-up. During the device check, it was noted the patient experienced diaphragmatic stimulation. The right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.